Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. On site investigation revealed that no cause could be determined. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that there was a communication failure error message and experienced an intermittent loss of fluoroscopic functionality. There is no report of a patient injury or death associated with this event.